Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-11 additional information was received from a healthcare professional. They stated that the patient needed a MRI but the ins was dead. The caller indicated that the patient attempted to connect to the ins and the remote was working but the ins wasn't. The patient planned to have system explanted. Technical services reviewed the use of the eligibility form for a head-only scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they turned it off years ago and they were in the hospital right now and they would like to give them an MRI of their head. Patient said they put new batteries in the programmer last night and plugged the antenna in but all they got was the poor communication screen with a question mark. Patient services (ps) worked with patient to try to synch with and without the antenna attached and patient reported seeing poor communication. Patient services (ps) asked patient to inspect the battery compartment and patient said it looked pretty clean. The issue was not resolved through troubleshooting. Patient services (ps) reviewed for head and brain MRI compatibility information and recommended pt provide tech support phone number for the doctor at the hospital to call. The patient was redirected to their healthcare provider to further address the issue. Pt said they have considered device removal in the past but their former urologist said keep it in but their current urologist said they can take it out. Patient services (ps) redirected to their doctor. MRI information was later provided to the healthcare provider (hcp).  The caller will follow-up with the patient.